Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: other - device history review found the prod met specs when released from distribution. Conclusion: other - exact cause of event has not been determined. Conclusion: to date, the device has not been returned to medtronic for analysis. Return of the prod is anticipated. A thorough eval of complaints was performed. Medtronic has rec'd two complaints from this facility on this prod. There have been no similar complaints rec'd from other facilities on this prod. The device history record for this prod was reviewed, which shows that the prod met mfg specs when released for distribution. Medtronic continues to investigate this event, and will provide a f/u report upon completion of investigation.